Manufacturer narrative:
A device history review was conducted for lot number 8025696. Our records show the reported lot was manufactured on 02/19/2018, and it was determined that this is the only instance of either a retraction failure or a bent needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that bd saf-t-intima IV catheter safety system had a needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a needle retraction failure. No serious injury or medical intervention was reported.